Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, detached end cap, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump drive support cap is loose. The customer's blood glucose reading was 220 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.